Manufacturer narrative:
Updated fields: b4, d9 (return to manufacturer date), g3, g6, h2, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: d5. The fse that encountered the issue replaced the top lcd display assembly. The fse completed the pm. The unit passed all functional and safety tests per manufacturer specifications. The following was performed by sapan rana, technician of the maquet failure analysis and testing (fat) department wayne, nj the failure analysis and testing department received the following part associated with this complaint: pn: 0160-00-0127 rev a, display top lcd. This part was received with a reported unit failure message of multiple lines on display. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed display top lcd into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn: 0070-00-0639 revision r. The fat dept. Verified the failure message of multiple lines on display as soon as turned on the cardiosave test fixture. Display top lcd failed testing. Retaining display top lcd in the fat dept. Per procedure 0002-07-d008 rev au. The most probable root cause is pcb reliability.

Event description:
Na.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that, cardiosave intra-aortic balloon pump (iabp) had several line on the display. There was no patient involvement.